Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2021-22221. It was reported that the right ventricular lead exhibited extracardiac stimulation. The lead was capped and replace on (B)(6) 2021. During the procedure, it was noted that the right atrial lead dislodged. The right atrial lead was explanted and replaced. The patient was in recovering condition.